Event description:
It was reported when the device was used during a low anterior resection, no staples were noted after it was fired. The case was completed using sutures. There was no patient consequence.